Event description:
Code blue called to room 220. Pt in cardiac arrest. CPR initiated. Initial attempt to defibrillate patient failed secondary to defibrillator wouldn't charge in the manual mode. CPR continued. Mode changed to AED which charged immediately, and pt shocked with a regain of a pulse. Shortly afterward; patient lost pulse and subsequent defibrillation(s) were successful as far as the defibrillator shocked the pt in AED mode. Defibrillator exchanged with the one in ICU and CPR continued per acls protocol. Pt. Expired. Pt admitted with pneumonia, history of systolic and diastolic heart failure - mild, without acute decompensation, copd, a-fib with history of rvr-on-chronic anticoagulation.